Event description:
Since having lasik on my pre-op eyes 6.5r and 7.5l I now have 20/25r 20/20l. However, I have side effects that were not supposed to happen -according to my surgeon- unless something went very wrong with the procedure which my surgeon says was a complete success. Now I have chronic dry eye, eye allergies and light sensitivity. In the evening or in low-light, I see very apparent starbursts around bright lights, halos, glare, ghosting and reduced contrast sensitivity. During the day, even on a clear, bright sunny day I still see starbursts -daybursts- around very bright lights or shiny objects, glare and ghosting though not as bad as in low light. In fact I see starbursts and ghosting in all lighting conditions from very bright to very low light with the visual aberrations being the worst at night. I have also developed cataracts at (B) (6). No one in my family had cataracts before (B) (6) and most have gotten them much later. My brother is (B) (6) years older than I- and has no signs of cataracts. Neither did I prior to lasik 4 years ago. The worst part is that my surgeon -and other lasik doctors I have spoken with- can't tell me what exactly is causing my problems. In fact, most aren't even aware -my surgeon included- that daybursts -starbursts in bright light- exist!!! How can this be possible? Someone is lying to someone. How is it possible that these doctors are allowed to create such problems and not even understand what they are or how to treat them or even if treating them is possible or will ever be possible? Why wasn't I informed that I could no longer practice jujitsu because my lasik flap will never heal? Why was I told complications happen in < 1% of lasik surgeries when my girlfriend and I both have similar results in both eyes? That's a 100% complication rate with multiple complications. I find it hard to believe that by 2006, these problems were not reported by patients. Based on my experience with the lasik industry they don't want patients reporting these problems. Why not? Because lasik is much more risky than we were told or even that the medical community will admit to. So the answer must be (B) (4). They and possibly the FDA did -do- it for the (B) (4). I am very disillusioned. Now, I and millions of others are literally reminded daily during every waking hour by everything we see of our disability and the fact that we were sold out by our own FDA whose job is to prevent these tragedies. I paid handsomely to have my most vital organ/sense permanently damaged beyond repair because the doctors and the FDA let me to believe lasik was safe and effective nearly 100% of the time! How could a procedure with such a high percentage of a long list of permanent and disabling complications have been approved by the FDA? This begs the question I think all hurt lasik patients should be compensated for their suffering. Dates of use: (B) (6) 2006 -- (B) (6) 2006.